Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, an additional triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3 and thin leaflets. It was noted one triclip was previously implanted, but the patient returned to the hospital due to progression of disease. One xtw clip was implanted, reducing tr to a grade of 1. During a follow up, a few days post additional procedure, echocardiography showed the implanted clip detached from the septal leaflet and remained attached to the lateral leaflet (single leaflet device attachment/slda), causing tr to return to a grade of 3-4. Roughly a couple weeks later, an additional triclip procedure was performed. An additional clip was implanted, reducing tr.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology pathology (thin leaflets). The reported recurrent tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and an additional tripclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.